Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable cause is reasonably inferred from available information, including component damage or degradation, environmental issues such as dust/dirt/humidity, optical issues, thermal issues, and electrical issues such as signal loss or circuit disconnection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The rhino laryngo videoscope was returned to the service center with a report of image has blurry shadows. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, rust on edges objective lens was found at estimation. There was no patient involvement.